Manufacturer narrative:
Concomitant medical products: a7700-21, mechanical valve, (B)(6) 1994, 5076-52, lead, (B)(6) 2005, 5568-45, lead, (B)(6) 2000. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell at home. The patient had a work up at the hospital, which was unremarkable, and the patient was discharged home. Since that time the patient had been nearly immobile and sleeping in their recliner. Two days after the fall, the patient had an episode of incontinence of bowel and urine at which time emergency medical services (ems) were called and the patient was brought to the emergency department. The patient had left-sided weakness and right-ward eye deviation. Neuro workup included a head computerized tomography (CT) that was reportedly negative. Neuro was consulted due to seizure-like activity in which lorazepam and a loading dose of an anticonvulsant were given. The patient was drowsy but easy to arouse. Five days after the fall, the patient had acute mental status changes with unresponsiveness to painful stimuli. Head CT revealed bilateral subarachnoid hemorrhages/cerebrovascular accident (cva). Coagulopathy was reversed with a prothrombin complex concentrate, fresh frozen plasma, and vitamin k. Despite all aggressive measures, the patient continued to decline with high pressor requirement, anuria, lactic acidosis, decreased ve ntricular assist device (vad) flows and outputs. The patient was made a do not resuscitate (dnr). After discussions regarding poor prognosis and continued decline, care was withdrawn and the vad was turned off. The patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient fell at home. The patient had a work up, which was unremarkable, and was discharged home. Two days after the fall, the patient had an episode of incontinence of bowel and urine. The patient had left-sided weakness and right-ward eye deviation. A head computerized tomography (CT) that was reportedly negative. Neuro was consulted due to seizure-like activity in which lorazepam and a loading dose of an anticonvulsant were given. The patient had acute mental status changes with unresponsiveness to painful stimuli. Head CT revealed bilateral subarachnoid hemorrhages/cerebrovascular accident (cva). Coagulopathy was reversed with a prothrombin complex concentrate, fresh frozen plasma, and vitamin k. Despite all aggressive measures, the patient continued to decline. After discussions regarding poor prognosis and continued decline, care was withdrawn and the vad was turned off. The patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.